Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an implant procedure on an unknown date approximately couple of months prior to (B)(6) 2018. On (B)(6) 2018, patient underwent hardware removal due to nonunion. The surgeon removed one (1) titanium limited contact dynamic compression plate (lc-dcp) and six (6) cortex screws of varying lengths. No direct bone healing was noted. Additional medical intervention included pinning of the finger. Reportedly, this was a third surgery. However, it is unknown if the devices from previous surgery were synthes or another company. The procedure was completed successfully. The (B)(4) will capture intraoperative event occurred during removal. This (B)(4) captures post-operative non-union. This report is for one (1) unknown cortex screw. This is report 3 of 7 for pc- 000222520.

Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown cortex screw. Partial part# is 401.5xx.96. Part#, lot# and UDI # is not available. Unknown. Approximately couple of months prior to (B)(6) 2018. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cortex screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an implant procedure on an unknown date approximately couple of months prior to (B)(6) 2018. On (B)(6) 2018, patient underwent hardware removal due to nonunion. The surgeon removed one (1) titanium limited contact dynamic compression plate (lc-dcp) and six (6) cortex screws of varying lengths. No direct bone healing was noted. Additional medical intervention included pinning of the finger. Reportedly, this was a third surgery. The procedure was completed successfully. The (B)(4) will capture intraoperative event occurred during removal. This (B)(4) captures post-operative non-union. This report is for one (1) unknown cortex screw. This is report 3 of 7 for (B)(4).